Event description:
Pain pump catheter broke when surgeon's office staff was attempting to remove it from pt. They called in surgeon who was able to remove the wire portion of the catheter but portion of plastic was retained by pt. Location is pt's right shoulder. Surgeon described catheter as being brittle. MFR was notified as soon as surgeon notified rptr and all lot numbers were removed from our stock.